Event description:
Through journal article titled "how to diagnose anaplastic large cell lymphoma on cytological samples? A series with emphasis on diagnostic clue and pitfalls" reports a patient who presented with seroma was diagnosed with bia-alcl in the right breast. The article stated the "technical support and phenotype" are as follows "cb-icc: cd4+, cd2+, cd30+, ema+, cd3-, cd7-, cd8-, cd5-, ck-, cd20-, cd68-, alk-, cb-fish: alk2p23 rearrangement". Pathological markers cd30+ and alk- confirming alcl have been received. No information relating to treatment or location of the device has been provided. This relates to the right side record.

Manufacturer narrative:
Article citation: montella, marco, et al. "How to diagnose anaplastic large cell lymphoma on cytological samples? A series with emphasis on diagnostic clue and pitfalls." Acta cytologica, 12 jan. 2023, https://doi.org/10.1159/000528533. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: peri-implant seroma.